Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support replaced the pump and communicated necessary instructions, including putting the old pump into storage mode and using a return box for its shipment. The customer understood the replacement process and acknowledged receipt of the new pump with updated software.